Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 593 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: high readings document treatment for high blood glucose: bolus using the pump document type of diabetes: 1. The event involved product(s) mmt-399a, mmt-1715kl, mmt-332a. High bgs/under delivery customer reported high blood glucose. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-1715kl. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locks properly into the reservoir compartment; however, a cracked retainer ring at the knit line was noted during visual inspection. Successfully downloaded pump history files and traces using thus and carelink software. Successfully generate carelink reports. Pump delivered 6 bolus deliveries on the event date of 11/21/2024 at 02:05:10.000 to 23:11:24.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage, retainer knit line damage, and cracked retainer. Unable to verify customer¿s complaint for high bg¿s. No device problem was noted during testing. A cracked retainer ring was noted and confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.